Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was intermittently observed to be fluctuating. Additionally, the customer received a power source alert when plugging the pump into a power source using the tandem wall adapter. The customer provided a blood glucose of 229 mg/dl. Reportedly, the customer used an alternate wall adapter and experienced no additional power source alerts. The customer continued to use the pump for insulin therapy.